Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein the ipg was replaced, and pocket was revised due to an unknown reason. The patient was doing well postoperatively. The explanted ipg was discarded and not released from facility.